Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 361 mg/dl at the time of incident. The customer's blood glucose was 402 mg/dl at the time of call. The customer stated that they gave correction with the insulin pump. The customer reported that they had bent cannula and they were having no delivery alarm. The insulin pump will not be returned for analysis.